Event description:
It was reported that the customer experienced a malfunction on their insulin pump, indicated by a malfunction code that could not be reset. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to send the customer a replacement pump with updated software, provided training resources, and explained the steps needed to return the faulty pump. The customer chose to use a backup insulin pump in the meantime and agreed to return the malfunctioning pump using the provided return box and pre-paid label.